Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned caravel had its entire tip missing (5mm in length). On the distal shaft, disarrangement of strands was observed. When tip breakage site was observed, it was found that both the braids in the middle layer and the polymer coating in the innermost layer were twisted and gathered toward the center of the catheter lumen; the catheter lumen became narrowed down. These findings indicated torque was applied when the tip broke off. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome of the returned catheter, it was inferred that torsional force exceeding the product's design limit was applied while the catheter tip was trapped by the tortuous lesion, and that led the catheter to break apart at the trapped tip. There was no indication of product deficiency. The IFU states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and [malfunctions] separation.

Event description:
It was reported that during a pci to treat an occlusion in the lcx via radial access, a non-asahi guide wire was advanced with a non-asahi 6 fr. Catheter. When a non-asahi balloon catheter was delivered, it could not cross the lesion. To implement ablation, the subject catheter was advanced followed by an asahi guide wire was placed in the marginal branch. Reportedly the catheter was not turned or twisted, but just carefully waggled for about 1 minute. The catheter did not pass the occlusion. When withdrawal of the catheter was performed, the catheter tip broke off in the occlusion. The patient went to surgery and treated with lima grafts one in the subject lcx and another lesion in the rca. No patient sequelae were reported.